Event description:
It was reported that the blade subject to this MDR broke during a surgery. It was further reported that there was a delay to the procedure and that the procedure was completed using another blade. There was no patient injury reported.

Manufacturer narrative:
Product lot number has not been supplied. Product has not been returned for evaluation as yet.